Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. (B)(4): user had an inaccurate reference according with the complaint.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 90 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Blood test performed on (B)(6) 2015 at 12:36pm with test result of 51mg/dl. Back to back blood test performed by customer non-fasting during call on (B)(6) 2015 produced results of 98 mg/dl, 99mg/dl, and 88 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 08/15/2018 and open vial date is (B)(6) 2015. The meter memory recalled for fasting test results performed with test strip lot # ps2463: (B)(4). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter. Most likely underlying root cause of malfunction:user's test strip had poor fill. Correction of lot # ps2463.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 90 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Blood test performed on (B)(6)2015 at 12:36pm with test result of 51mg/dl. Back to back blood test performed by customer non-fasting during call on (B)(6) 2015 produced results of 98 mg/dl, 99mg/dl, and 88 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 08/15/2018 and open vial date is (B)(6) 2015. The meter memory recalled for fasting test results performed with test strip lot# ps2463: (B)(6). Adverse event not reported.